Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula; broken part is missing. Also found a small hook at the tip of the insertion needle. Unable to confirm cust received sensor in said condition due to cust returned opened/used. See picture attachment file for details.

Event description:
Customer reported via phone call that transmitter was not initializing and not blinking green when connected to sensor. Customer's blood glucose was unknown. During troubleshooting, customer reported that the cannula retracted and needle hub was not able to release from serter. Customer was advised that sensor would be replaced.